Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 139 events were reported for this quarter. Product return status: 1 device was received. 138 devices were evaluated in the field. 139 devices were not labeled for single-use. 139 devices were not reprocessed or reused.

Event description:
This report summarizes 139 malfunction events in which the device had paint chips missing. 139 events had no patient involvement; no patient impact.